Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: was the suture breaking or other issue occurred during use on patient, and provide quantity involved if any? Yes the suture that broke was being used on a patient. There was only one that I saw myself but the surgeon had said that it had happened at least twice before, and that this was not something he had ever seen. When did the event occurred? It has been now at least 4-5 weeks ago. I had let you know when I had emailed you before I had gone away, and it was a good 2-3 weeks before. Name of procedure? Cesarean section was the procedure. Lot number and product code? I can only give this for the one that I was there for, I cannot give for the others the surgeon spoke of. Vcp 371 lot number me6945, exp apr 2023 would have been the one I witnessed. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
(B)(4). Corrected information: d3, g1, g2, g5. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device me6945 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.